Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer has been provided.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called technical service to report drain complications while undergoing peritoneal dialysis while hospitalized ((B)(6) 2016). Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized (dates not specified) due to fluid overload issues. While hospitalized the patient underwent hemodialysis to address the fluid overload. The pdrn further stated the patient no longer has drain complication issues and is doing fine and completing their treatments on the cycler. No further information was provided.